Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2023-07176. It was reported the patient lost effective coverage due to the leads migration. Surgical intervention was undertaken on (B)(6) 2023 during which the existing leads were explanted and replaced, thereby restoring effective therapy.